Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that contamination was suspected on the gastrointestinal videoscope. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.